Event description:
The patient came to the hospital for 4 month follow-up. Cag was conducted and thrombus was observed in the implanted cypher. The patient showed no symptoms, so treatment for the thrombus was not conducted. The treatment will be conducted early this year. Physician's comment: the cause of the late thrombosis was because the patient was on dialysis.